Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "this morning during a surgical procedure while closing the incision, the surgeon had trouble with the stapler. As he applied one staple and released the handle, the gun would not release from the staple. He had to remove the staple along with the stapler. They opened 4 more staplers from different boxes and they all did the same". No patient harm or injury. The patient status is reported as "fine". See associated MDR's 3003898360-2024-00619, 3003898360-2024-00620, 3003898360-2024-00621, 3003898360-2024-00622